Event description:
It was reported that the 9900 system locks up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed a new surge suppressor pcb and controller pcb. Also replaced cpu, cables and cine t-card. The system was tested and found to be working as intended and placed back into service.